Event description:
Sepsis reported. The system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) no anomalies found. The full lead was returned and analyzed. Proximal conductor had blood, outer insulation breached cut, blood on helix. (B)(4) no anomalies found. The full lead was returned and analyzed. Proximal conductor had blood, outer insulation breached cut, blood on helix.